Event description:
We received an allegation of questionable sodium electrode results for 1 patient sample tested on a cobas 6000 c501 module. The initial result was 193 mmol/l. The sample was repeated twice, and the repeat results were both 139 mmol/l.

Manufacturer narrative:
The sodium electrode serial number and expiration date were not provided. The field service engineer (fse) found that the tube in the rinse unit was broken and leaking. He also found that the cell cover was misplaced, causing scratching. He changed the seal pieces for the ion-selective electrode (ise), the sipper, the ise sample probe, the head of the sipper nozzle, and the spring, as well as the pinch tubing for ise. The service actions performed by the fse resolved the issue. The cause of the event was due to a leakage/seal.